Manufacturer narrative:
The complainant indicated that the device was disposed, and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, using the pinnacle pfr kit, the dilator of the mesh leg bunched up and would not pass through the arcus tendinous, causing the suture to snap. The needle was retrieved. The physician attached another suture to the mesh leg and tied the graft into place. A cystoscopy then revealed there was no flow through one of the patient's ureters. The physician removed the suture he had used to replace the snapped one, and flow resumed. A urologist then performed an intravenous pyelogram, which showed an extravasation of urine. The graft was removed, and a fluoroscopy was performed revealing a kink in the ureter, which the physician opined may be a pre-existing defect. The pt is reportedly "fine" post-procedure.